Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service wrench icon in its readiness display. During device evaluation, physio verified the reported issue and observed that the device had logged an event code into its memory. In addition, it was observed that the device would not recognize any defibrillation electrodes being connected. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to process residue on the digital pcb assembly at integrated circuit chip u3 which then caused the impedance channels not to function. The customer was sent a replacement.

Event description:
The customer contacted physio-control to report that their device had a service wrench icon in its readiness display. Upon device evaluation, physio observed that the device would not recognize any defibrillation electrodes being connected. There was no patient use associated with the reported event.